Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit only gave intermittent gas readings during a procedure. It would function normally for approximately 15 minutes, then shut off. The down time would last from a few seconds to up to 10 minutes. They tried changing the water trap and blowing through the sampling line to clear any blockage, but the issue persisted. They swapped out the device to continue the case, and no patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the multigas unit only gave intermittent gas readings during a procedure. It would function normally for approximately 15 minutes, then shut off. The down time would last from a few seconds to up to 10 minutes. No patient harm was reported.